Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2024. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. The patient was asymptomatic and stable.